Event description:
Pt was treated with titan and rec'd superficial burns on the submental area. Pt was treated on full face and neck with no problem. Adverse event was reported only in one area. Early photographs showed pt was healing, but due to no follow up photos or info, it is unknown if pt will have any permanent effect.

Manufacturer narrative:
Device was returned to the manufacturer and evaluated. There was no device malfunction that would cause this injury. Physician had continued to treat patients after the injury with no additional adverse events.